Event description:
Customer reported receiving multiple error alarms on the insulin pump. Customer also mentioned that they were unable to connect the meter to the insulin pump. Self test was also performed and passed. Customer's blood glucose reading at the time of the call was 183 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during self-test and it was unable to perform meter test due to faulty component on the radio frequency board. Unit received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.